Event description:
It was reported that the ventilator's power supply of the main inlet was burned. There was no patient harm. Manufacture's ref.#: (B)(4).

Manufacturer narrative:
The ventilator was investigated by our field service engineer. It was reported that the ventilator's power supply of the main inlet was burned. The provided pictures revealed that the power supply was burned. The mains power cable, mains inlet, fuse, mains fuse kit, cable dc/dc were burned as well. The received technical log does not contain any technical error codes to indicate that there was a ventilator malfunction at the time of the event. It's worth to mention that the total use time of the machine is 81891 hours. The ventilator manufacture date was 08/07/2005. No prates were returned for investigation, therefore the reason for the reported issue could not be determined.

Event description:
Manufacturer's ref.#: (B)(4).